Event description:
The customer reported to olympus, the camera head had no image. The issue was found during preparation of use. The therapeutic procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found faulty imaging system component leading to image loss. Additionally, cable flooding in the cable section due to air/water leakage, a scratch on the cable at the cable section, a twisted video connector cable at the cable section, corrosion of the electrical contact at the connector, a wobbling scope mount for the camera head causing problems with the scope connection, and heavy switch operation at the head section were found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. During the evaluation, the customer's allegations was confirmed. Based on the results of the investigation, the root cause could not be identified; however, it is likely that the malfunction resulted from a faulty charged coupled device, which was caused by water immersion from a scratched area on the cable. The event can be prevented by following the instructions for use which state: never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.